Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was still attached to pushwire in good condition and the instant detacher was not returned. The customer reported a manual detachment attempt; however, as received the pushwire was intact distal to the break indicator at the manual detachment location (via hypotube), and the proximal portion of the pushwire containing the actuator interface crimp was pulled out from the distal pushwire segment indicating that the user may have pulled the proximal pushwire tip. During analysis the pushwire was broken at the manual detachment location and pulling the release wire the coil was detached successfully. We are unable to definitively determine the cause of non-detachment; however based on our analysis findings and reported information, the break in the pushwire at an incorrect location likely cause the difficulty to detach coil by the manual method. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher) also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small saccular, unruptured para ophthalmic internal carotid artery aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported the physician withdrew the coil successfully and replaced it with another same size coil and finished the procedure. No patient complications were reported.